Manufacturer narrative:
Add'l device info: catalog: tssw-5.0-18-mp-bernalillo-071879. (B)(4).

Event description:
Information was provided that during a coronary angio procedure, it was noted that the sheath was leaking at the hub during procedures. Additional information received (B)(4) 2014 - was notified after the procedure that the physician was performing a coronary angio and using the device as normal. As in previous, the "outer" short sheath detached from the hub. When this happens the sheath leak around the hub and there is a very large chance the piece could be left in the patient's body; however, luckily this didn't occur. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.